Manufacturer narrative:
(B)(4) method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital staff were unclear on whether the bag spike on the mr290 chamber was connected to a water bag or whether it was still in the sheath while doing the leak test. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. Based on previous investigations, it is likely that the reported fault was due to the mr290 chamber not connected to the water bag during the leak test and the bag spike still in the sheath. The primary function of the sheath is to prevent contamination and damage to the bag spike during transport, rather than to provide an airtight seal. If the complaint device was returned it would have been visually inspected and pressure tested for leak. All mr290 chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions that accompany the mr290 chamber state the following: ensure there is a water supply connected to the chamber and that water is present within the chamber. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6), reported via a distributor that an mr290v vented autofeed humidification chamber was causing an rt210 adult breathing circuit to fail the ventilator leak test. The hospital further reported that the rt210 adult breathing circuit passed the leak test when a different chamber was used. This was found prior to patient use.

Event description:
A hospital in (B)(6), reported via a distributor that an mr290v vented autofeed humidification chamber was causing an rt210 adult breathing circuit to fail the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.